Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407458 crdm non-defib lead, implanted 2014-(B)(6). (B)(4).

Event description:
It was reported that there was high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.